Manufacturer narrative:
Device evaluation submitted 11/05/2012 follow-up #1: the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following finding: testing was unable to duplicate the reported issue of unresponsive keypad buttons. The keypad was intact and was removed for investigation . No evidence of contamination on misaligned contacts was noted. The pump cover was removed to inspect keypad flex and flex connector with no defects found.

Event description:
The patient contacted animas on (B)(6) 2012 and stated the up and down arrow keypad buttons were intermittently unresponsive and required hard presses to elicit a response. The patient denied damage to the keypaad. The patient reportedly wore the pump attached to a belt and did not clean it. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.